Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for cuff: (B)(4).

Event description:
It was reported that the pump tubing of this artificial urinary sphincter (aus) was too short. The pump was explanted, replaced and repositioned. There were no patient complications reported.